Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown spinal procedure with hardware instrumentation. At an unknown time post-op, the patient presented with pain. It was discovered that two screws were broken at s1. The patient underwent "ventro listhesis in l4/5 with instability and osteochondrosis in l5/s1 due to the 2 broken legacy screws. During the explant, only the broken off screwhead taken out the screw shaft remained in the patient; 2/3 of the screw shaft stayed in s1." No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that the bone screw is broken ¿17 mm from the neck. The appearance of the fracture is co nsistent with metal fatigue, with visible lines of propagating across the majority of the screw. The witness marks on the saddle of the bone screw are consistent with proper rod seating. The tip of the bone screw was not returned. The damages observed are consistent with a fatigue of the metal due to repeated flexural loading of the bone screw.